Manufacturer narrative:
(B) (4).

Event description:
In (B) (6), the patient experienced spasticity and was not sleeping through the night. The (B) (6) 2009, but the patient's parents didn't hear it until 3 days later. When the pump volumes were checked a large volume discrepancy was found; the expected volume was 0.2 mls, the actual volume was 23 mls. At that time, a dose adjustment was made and the patient had no response to the increased dose. On (B) (6) 2009, the logs were reviewed and no stalls were noted. The side port was tapped and there was no flow through the intrathecal catheter; a catheter kink was suspected. A catheter replacement was planned. The device system was used to deliver lioresal.